Event description:
It was reported that, during the routine follow up appointment, it was noted that the cuff of this artificial urinary sphincter (aus) was loose and not closing, resulting in recurring incontinence. An endoscopy was performed, during which it was found that the fluid was not being transferred to the cuff, leaving the component empty and not working; therefore, a revision surgery will be performed at a later date. No further information was provided.

Manufacturer narrative:
The exact implant date was not available, therefore the date (B)(6) 2024 was used as estimate.

Manufacturer narrative:
The exact implant date was not available, therefore the date (B)(6) 2024 was used as estimate. Additional information updated: h6: evaluation conclusion codes.

Event description:
It was reported that, during the routine follow up appointment, it was noted that the cuff of this artificial urinary sphincter (aus) was loose and not closing, resulting in recurring incontinence. An endoscopy was performed, during which it was found that the fluid was not being transferred to the cuff, leaving the component empty and not working; therefore, a revision surgery will be performed at a later date. No further information was provided.